Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were hard to push. The clock was not showing true time, battery last few days, alarm had lost some settings and rewind takes longer when changing infusion sets. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify audio/vibrate anomaly, rewind anomaly, failed battery alert and time/clock anomaly due to buttons not responding. (B)(4).